Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in comm loss with all bedsides. Comm loss only last for a second then the beds come back, so he will monitor the situation after checking all of the cabling and call back, if needed. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device was used in conjunction with the transmitter: bsms: no model or serial numbers were provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in comm loss with all bedsides. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was in comm loss with all bedsides. The comm loss only lasted for a second then the beds come back, so he was going to monitor the situation after checking all of the cabling and call back, if needed. No patient harm or injury was reported. Investigation summary: the root cause for this event is unknown. Technical support (ts) requested the customer to verify that the cat 5 cable going to the cns is secure, verify ip address to sub net and gateway are correct, and reboot the cns. The customer noted that the communication loss only lasted for a second. Multiple attempts to retrieve additional information were made without results.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in comm loss with all bedsides. No patient harm was reported.